Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was concern they over delivered insulin. The customer's current blood glucose was 157mg/dl, took 8 units of insulin. Customer's blood glucose was 300mg/dl. Customer is currently disconnected from the pump. Also, buttons are having issues. The customer was advised to monitor blood glucose and treat per health care provider. The customer was unable to troubleshoot keypad issue.